Manufacturer narrative:
There are no reports of any failure or malfunction of the ipg, however a new component was introduced during the revision procedure out of caution. The original ipg was not released by the medical facility and thus unavailable for any further testing by the firm. There are no reports of any issues with tissue quality at the location of the implant. Testing performed during the implant procedure was done with the patient in a prone position and thus did not provide an accurate depiction of device behavior with the patient in other normal daily positions such as sitting or standing. Connectivity challenges were noted immediately upon activating the system, seeming to indicate that the initial implant position was likely beyond the recommended depth for optimal communication while the patient was in positions other than prone.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the cluneal nerve. The system was tested intra-operatively at the time of implant and returned all good results, however upon activation on (B)(6) 2025 the system displayed inconsistent connectivity between the ipg and the external therapy discs. Xray imaging found that the ipg was shifting beyond the recommended depth when the patient was in a standing position. On (B)(6) 2025 a surgical revision was performed. The original ipg was removed from the existing pocket through the original surgical incision. That same incision site was used to place a new ipg in a more lateral and superficial location on the patient's back.